Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The 6947 lead is part of the advisory for this model. Evaluation summary: (B)(4) no anomalies found. Additional findings were distal conductor blood/body fluid (not obstructed), blood in/on the helix mechanism and helix mechanism (sleeve head), and a tip seal observation. Full lead returned and analyzed.

Event description:
It was reported that during implant, the left ventricular lead was attempted, but would not fit in the vein of the patient. The lead was attempted and not used. A new lead was implanted. The right ventricular lead helix would not extend after two repositioning attempts. The lead was attempted and not used. A new right ventricular lead was implanted. No patient complications were reported as a result of this event.

Event description:
It was reported that during implant, the left ventricular lead was attempted, but would not fit in the vein of the patient. The lead was attempted and not used. A new lead was implanted. The right ventricular lead helix would not extend after two repositioning attempts. The lead was attempted and not used. A new right ventricular lead was implanted. No patient complications were reported as a result of this event.